Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/07/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related alarms or issues. The basal history shows a 0.00 unit basal rate from (B)(6) 2014 21:28 to (B)(6) 2014 05:58 and from (B)(6) 2014 19:28 to (B)(6) 2014 13:19. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. Investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2014, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2014 was above 500 mg/dl with polydipsia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s total daily dose basal history was not appropriate for the programmed basal rates and there was no known explanation for the discrepancy; the basal history matched the programmed basal rates. This complaint is being reported because the alleged hyperglycemia was related to an alleged pump malfunction.